Event description:
The complainant reported an automated impella controller (aic) was not detecting purge fluid during priming process. The site had a backup unit that was used. No patient was involved.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, with the device powered off, the stepper motor spindle should move freely. However, it could not spin at all. Glucose build-up was found between the purge insert and the stepper motor gasket. Once cleaned, the system operated as expected. Before returning this console back to the customer, the entire purge system was cleaned for glucose ingress, the purge stepper motor was disconnected to check for buildup underneath the rubber gasket and realigned, a check of the stepper motor torque, a good pump and purge was tested, and the final review of the logs were sent. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.